Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies multiple times to address the issue. Customer¿s blood glucose was 163 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.